Manufacturer narrative:
Device was received in backup operation due to hardware reset. Device image was severely corrupted and no other information could be retrieved, this was consistent with that occurring due to a failed product code download. Analysis performed after reloading product code indicated normal device characteristics. Device history record was also reviewed and all manufacturing operations have been completed and signed off. Hardware reset could not be reproduced.

Event description:
Prior to software upgrade, the device was found to be in back-up vvi. The device was not implanted and was exchanged. There was no patient involved.